Event description:
A customer reported an x7-2t probe was not articulating properly. The procedure in progress was completed successfully with no harm to the patient.

Manufacturer narrative:
The transducer was returned to the manufacturer for evaluation. The investigation concluded the device failed due to a cracked pc board within the switch. The exact cause of the damage to the board could not be determined.